Event description:
The event is reported as: the device will not pass the leak test. Air leak appears to be at the pressure monitoring cap. No pt injury reported.

Manufacturer narrative:
Device has been received by MFR, but investigation is incomplete at the time of this report. A f/u investigation report will be sent when completed.